Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's reported problem regarding delivery accuracy was unable to be duplicated. Three separate delivery accuracy tests were performed; all of which were within the pump's delivery accuracy manufacturing specifications of +/-6%. No problems were found with the delivery accuracy of the pump. However, service recommended to trim the expulsor to bring down the delivery accuracy specifications to as low as possible. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump failed flow test (6.8%). There was no patient involvement in this event and no adverse effects were reported.